Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl and "hips have bothered [them] ever since". Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids; nature of fluids was not known. Customer was discharged approximately 2 weeks later with the issue resolved. The customer reverted to an alternate method of insulin therapy. Date of event is approximate. No additional information regarding this event was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.